Event description:
The doctor reported the implant was removed due to failure to osseointegrate 4 months since the date of surgery. Oral hygiene at the site of the implant was moderate. During the surgery, local infection was observed. Patient has recovered since.